Event description:
It was reported that during the implant attempt there was position/fixing difficulties and dislodgement of the right ventricular lead. It was also reported that the lead could not be advanced due to small vessel size and that the "distal curve [was] not completely in vein". The lead was explanted and replaced with another lead in a larger vein. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on all conductors at the electrode end and on the distal conductor.